Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The enclosures are damaged and split open. All screw holes are damaged. A functional evaluation was performed. The unit continuously tried to pressurize. The fuse on the printed circuit board tested good. The pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit still continuously ran. The complaint was confirmed and the root cause has been determined to be a defective solenoid valve. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.internal complaint reference: case-2021-00057984-1.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the spider 2 tenet was not holding the pressure. No case involved. Therefore, there was no patient involved.